Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient began to be unable to walk in (B)(6) 2017. According to the report, the patient's family contacted the attending physician in (B)(6) 2017, and it was advised that the patient have their pressure adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no allegation a device related issue caused or contributed to the patient¿s inability to walk. The current status of the patient was unknown. It was stated the patient was to come back to the clinic so the doctor could evaluate the effect of adjusting the pressure setting of the device.